Event description:
It was reported that this implantable cardioverter defibrillator (ICD) pacing caused atrial fibrillation (af). The device remains in service. No additional adverse patient effects were reported.